Manufacturer narrative:
No sample was received for evaluation. The customer did not retain the lot number; therefore, the device history record and lot history could not be reviewed. The root cause was not determined. An internal investigation has been opened to address the issue of bubbles in the fluid path. (B)(4).

Event description:
A surgeon reported that bubbles originating from the cassette are seen frequently during his procedures. Additional information provided from the company representative indicated when the surgeon is removing the air from the eye because, he can no longer see, capsular ruptures have occurred. Current patient status is unknown as the surgeon is unwilling to provide additional information.